Event description:
Consumer complaint of erratic blood results. Results from memory are as follows: (B)(6) 2013 at 9:43a 114mg/dl, (B)(6) 2013 at 9:40a 100mg/dl, (B)(6) 2013 at 9:33a 50mg/dl, (B)(6) 2013 at 9:30a 68mg/dl, (B)(6) 2013 at 4:51p 74mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).